Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "right spring was partially placed" and device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's medical history included asthma, thyroid disorder, taste metallic and weight gain. Previously administered products included for an unreported indication: pro-air. In (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced menstrual disorder ("hormonal changes describe: abnormal cycles") and hirsutism ("hormonal changes describe: facial hair growth"). On an unknown date, the patient experienced cyst rupture ("other injury(ies) or complication(s) please describe: ruptured cysts") and complication of device insertion ("left spring was not placed, and right spring was partially placed"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed in (B)(6) 2016. At the time of the report, the abdominal pain lower, cyst rupture, menstrual disorder, vaginal haemorrhage, menorrhagia, dysmenorrhoea, hirsutism and complication of device insertion outcome was unknown. The reporter considered abdominal pain lower, complication of device insertion, cyst rupture, dysmenorrhoea, hirsutism, menorrhagia, menstrual disorder and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2019: pfs and mr received. This case is incident now. The previously reported event injury was replaced with events per pfs: hormonal changes describe: abnormal cycles, facial hair growth, abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), pain, other injury(ies) or complication(s)please describe: ruptured cysts, lower abdominal pain, plaintiff did not underwent essure confirmation test, left spring was not placed, and right spring was partially placed were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('it was then separate pieces, so the center piece first came out.'), fallopian tube perforation ('essure device was then located sticking out from this area') and abdominal pain lower ('lower abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "right spring was partially placed" and device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's medical history included asthma, thyroid disorder, taste metallic and weight gain. Previously administered products included for an unreported indication: pro-air. In (B)(6) 2016, the patient had essure inserted. In september 2016, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced menstrual disorder ("hormonal changes describe: abnormal cycles") and hirsutism ("hormonal changes describe: facial hair growth"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), cyst rupture ("other injury(ies) or complication(s) please describe: ruptured cysts") and complication of device insertion ("left spring was not placed, and right spring was partially placed"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), and bilateral partial salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, fallopian tube perforation, abdominal pain lower, cyst rupture, menstrual disorder, vaginal haemorrhage, heavy menstrual bleeding, dysmenorrhoea, hirsutism and complication of device insertion outcome was unknown. The reporter considered abdominal pain lower, complication of device insertion, cyst rupture, device breakage, dysmenorrhoea, fallopian tube perforation, heavy menstrual bleeding, hirsutism, menstrual disorder and vaginal haemorrhage to be related to essure. The reporter commented: previously reported essure removal date : (B)(6) 2016 as per mr dated (B)(6) 2021: the left fallopian tube placement was complete, however there are no coils noted on the essure on the right attempted to place the essure, it was unsuccessful. The patient did not tolerate the procedure and because of this, she did not want to attempt to have another essure procedure performed. She preferred to simply have a permanent sterilization. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jul-2021: mr received : event "essure device was then located sticking out from this area" added. Reporter, essure removal date added. New event added- device breakage. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('it was then separate pieces, so the center piece first came out.'), fallopian tube perforation ('essure device was then located sticking out from this area') and abdominal pain lower ('lower abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "right spring was partially placed" and device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's medical history included asthma, thyroid disorder, taste metallic and weight gain. Previously administered products included for an unreported indication: pro-air. In (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced menstrual disorder ("hormonal changes describe: abnormal cycles") and hirsutism ("hormonal changes describe: facial hair growth"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), cyst rupture ("other injury(ies) or complication(s) please describe: ruptured cysts") and complication of device insertion ("left spring was not placed, and right spring was partially placed"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), and bilateral partial salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, fallopian tube perforation, abdominal pain lower, cyst rupture, menstrual disorder, vaginal haemorrhage, heavy menstrual bleeding, dysmenorrhoea, hirsutism and complication of device insertion outcome was unknown. The reporter considered abdominal pain lower, complication of device insertion, cyst rupture, device breakage, dysmenorrhoea, fallopian tube perforation, heavy menstrual bleeding, hirsutism, menstrual disorder and vaginal haemorrhage to be related to essure. The reporter commented: previously reported essure removal date : (B)(6) 2016 as per mr dated 08jul2021: the left fallopian tube placement was complete, however there are no coils noted on the essure on the right attempted to place the essure, it was unsuccessful. The patient did not tolerate the procedure and because of this, she did not want to attempt to have another essure procedure performed. She preferred to simply have a permanent sterilization. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 16-jul-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.